Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and while changing the cartridge continuous air removal occurred during the load sequence. Customer changed the pump supplies to resolve the issues. There was no reported impact to customer's blood glucose.